Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), urinary tract infection ("infection-uti"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), vaginal infection ("infection; vaginal") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - essure coils removed via total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine and headache had resolved and the dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, female sexual dysfunction, fatigue, vaginal infection, urinary tract infection, nausea, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient sought medical treatment for her symptoms. Discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. X-ray - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 664656) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), vaginal infection ("infection; vaginal") with vaginal discharge, urinary tract infection ("infection-uti"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), essure coils removed. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, female sexual dysfunction, fatigue, vaginal infection, urinary tract infection, migraine, headache, nausea, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient sought medical treatment for her symptoms. Discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. X-ray - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events menorrhagia, apareunia, fatigue, vaginal & uti infection, migraines, headaches, nausea, vaginal discharge, weight gain, lower back pain are added. Lab data updated. Concomitant, historical conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (underwent a procedure to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.